Event description:
Consumer reported complaint the true metrix meter did not power on when a test strip was inserted. The battery was changed 6 months ago. The customer was using the correct battery for the meter. During the call, the true metrix meter powered on using the power button but not when a test strip was inserted. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: discolored chemistry and no response upon strip insertion. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.